Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing tubing identification label, which was observed during evaluation and is considered confirmed. The label was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device was missing the tubing identification label. There was no patient involvement.